Event description:
The customer reported that the device was displaying a service wrench after updating the software. There was no pt use associated with reported incident. The device was returned to physio-control for further eval. Where it was observed that the device would not operate on battery power and the internal battery was severely depleted.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The root cause of the observed condition was determined to be an integrated circuit, designator u2, on the digital pcb assembly. The customer rec'd a replacement device.